Event description:
It was reported that the helix of the attempted right atrial (ra) lead would not turn and hence could not be anchored. The lead was removed and successfully replaced with a new lead. The patient was a participant in the panorama 2 observational study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.